Event description:
On (B)(6) 2013, the reporter contacted animas alleging a display (damaged) issue. The reporter stated that the display screen went dark and was only partially visible after the patient had fallen while wearing the pump. There was no adverse event related to this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2013 with the following findings:during testing, the display screen was blank; however the pump had audible and vibratory tones. The pump was opened, and the display screen was found to be cracked. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.